Event description:
No harm to patient. We started the case with cs catheter. Cs catheter inserted at 0836. At 1144: provider had a hard time positioning the catheter. Upon inspection of catheter outside of body, attending noticed turning mechanism turns towards right side instead of straight curve.